Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow, it was reported that a peritoneal dialysis patient experienced bacterial peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. On an unreported date, the patient was treated with unspecified antibiotics (dose, route of administration, duration and frequency not reported) for peritonitis. The patient recovered from the event and dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.